Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: during investigation, the pump history was reviewed and showed multiple occlusion alarms in the black box; the force at the time of occlusions was high. Following an occlusion at 9:01am on (B)(6) 2013, the history showed insulin delivery was not resumed until 7:11pm (B)(6) 2013. The dates in total daily dose history were incongruent changing from (B)(6) 2013 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2013. There was no data in the black box from these dates due to continued use. Daily insulin delivery totals appear inconsistent due to the time/date reset issue. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The force sensor calibration was found to be within required specifications. The pump was exercised for 24 hours with no occlusions occurring. The pump passed the flow accuracy test and was found to be delivering within required specifications. Unrelated to the complaint, when the pump was opened evaluation revealed that the internal clock battery had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter, the patient¿s father, contacted animas to report that on an unspecified date, the patient obtained occlusion alarms on the pump. The patient allegedly obtained ¿high¿ blood glucose levels and experienced the symptoms of headache and moderate amounts of ketones. The patient discontinued ipt and was given insulin via syringe injections, as prescribed by the hcp. Troubleshooting revealed the patient was able to prime the pump successfully without occlusion alarms. It was also determined the patient¿s technique of using the infusion set was incorrect by removing the tape prior to insertion, and the angle of insertion was incorrect. There was no evidence the pump was not functioning appropriately. The patient¿s technique was incorrect which may have led to the occlusion alarms. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this issue occurred, this complaint is being reported.

Manufacturer narrative:
The cartridge was evaluated by product analysis on 10/31/2013 with the following findings: during investigation, a reserved sample from the same lot number was tested. No product was returned for investigation. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no leaks observed from the luer connection, o-rings, or other parts of the cartridge and no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.